Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow rate test low" was not reproduced. Evaluation sent the device for flow rate testing at a rate of 40ml/hr with a volume to be infused of 40 with a delivery result of 39.459 with error % of 1.3525. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed flow rate test low during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.